Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts to obtain additional information were made. No new information has been received. (B)(4).

Event description:
An optometrist reported that two weeks following bilateral lasik, the patient was diagnosed with iritis in both eyes. The patient reported some discomfort, and light sensitivity. The topical steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.